Event description:
Dose of computed beams is not being displayed. User shared a plan with 5 3d-crt (open) and 3 imrt beams, where two of the open beams, even though they are shown as computed, no dose is being displayed for them. Monitor units are provided for these two beams. When they exported the plan and verified in their independent monitor unit calculation system they discovered an over-dosage of 22gy (112%) in the target volume. Issue was detected by exporting the plan to a secondary dose calculation system ¿ mobius. No patients treated. On recalculating the two beams in pinnacle dose is updated to include the contribution of these two beams.

Manufacturer narrative:
This issue as reported from the customer is not reproducible. The customer utilized custom scripts to create the treatment plan, those scripts were provided and evaluated but the issue could not be replicated. The customer could not replicate this issue from scratch. The customer, nor the investigators here at philips are able to get the plan in this state again. The customer sent the plan, and we can confirm the plan is in the state. Once beams are recalculated, the state goes away. It would also be visible in qa, on a phantom for example or other way of evaluating the dose. Even if it occurred in a situation where 1 or 2 treatments had occurred, it could be corrected for the remainder of the course of therapy. Any patient involvement would be no or minimal harm if it were caught after 2-3 fractions of treatment. There was no patient mistreatment nor patient harm related to this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Dose of computed beams is not being displayed. User shared a plan with 5 3d-crt (open) and 3 imrt beams, where two of the open beams, even though they are shown as computed, no dose is being displayed for them. Monitor units are provided for these two beams. When they exported the plan and verified in their independent monitor unit calculation system they discovered an over-dosage of 22gy (112%) in the target volume. Issue was detected by exporting the plan to a secondary dose calculation system ¿ mobius. No patients treated. On recalculating the two beams in pinnacle dose is updated to include the contribution of these two beams.